Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the scope does not accept laser fiber during procedure. It was not possible to put the laser fiber into the scope to accomplish the task. No death or unanticipated) serious deterioration in state of health reported.